Event description:
It was reported that a patient was revised approximately fourteen years post implantation due to loosening. The patient had treatment for cancer and the component came loose. It's not known why implant loosened. There is no additional information available.

Manufacturer narrative:
(B)(4). D10- medical product ascent clsd box ps fmrl lg l item# 178054 lot# 541710. Biomet offset tibial tray 75mm item# 141484 lot# 778140 . Bmt splined knee stm 16x80 item#141616 lot# 010880 . Ascent con tib brg 18x71/75 item# 179274 lot# 204820. G2- australia. No product was returned. Visual evaluation of the provided photos found evidence of use (surgical debris); however, no further information can be determined. Radiographs were provided and reviewed by a health care professional. The radiographs were not submitted as the images are undated and unable to be correlated with reported event. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - stem.